Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot: part: 412.215s; lot: 7l90890; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 27 february 2021. Expiration date: 01 february 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile: product code: 412.215; lot number: 88p4708; manufacturing site: mezzovico; release to warehouse date: 19 feb 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent a surgery for the femur with the femoral neck system(fns) implants in question. Procedure was completed successfully without any surgical delay. Later, on (B)(6) 2021, the fns revision surgery was performed for unknown reasons. During the surgery, other company's driver broke while removing the screw. The fns plate was removed by breaking the screw using a carbide drill and all fns implants were replaced with an artificial femoral head. Procedure was completed successfully with sixty(60) minutes delay. Concomitant device reported: unk - screwdriver (competitor) (part# unknown; lot# unknown; quantity: 1). This report is for one (1) lockscr ø5 self-tap l42 tan. This is report 2 of 4 for complaint (B)(4).